Event description:
It was observed via x-ray that a pyrenees 3 level constrained plate had fractured. Revision has occurred and the device was replaced.

Event description:
It was observed via x-ray that a pyrenees 3 level constrained plate had fractured. Revision has occurred and the device was replaced.

Manufacturer narrative:
Visual inspection confirmed the 3 level plate fractured. Fracture occurred across the 2nd or 3rd pair of screw holes. It was not confirmed what level event occurred on or orientation the plate was placed in patient. Wear marks are observed over the anterior surface of the plate. Device and complaint history records were reviewed for this lot, no relevant manufacturing issues or similar complaints were identified. It was reported via follow-up that the patient had achieved fusion which was confirmed in their 4 months post-op follow-up. The device stg/IFU was reviewed and the following was noted as relevant: postoperative -internal fixation devices are load sharing devices which maintain alignment until healing occurs. If healing is delayed or does not occur the implant could eventually break, bend or loosen. Loads produced by load bearing and activity levels will impact the longevity of the implant. -implants can loosen, fracture, corrode, migrate, cause pain, or stress shield bone even after a bone has healed. If an implant remains implanted after complete healing, it can actually increase the risk of refracture in an active individual. The surgeon should weigh the risks versus benefits when deciding whether to remove the implant. Implant removal should be followed by adequate postoperative management to avoid refracture. The root cause was determined to be due to known inherent risk of device. The device was implanted for 8 months and the patient achieved fusion. Therefore, the device performed its intended function. Patient non-compliance and/or trauma may have contributed to the event, but could not be confirmed.